Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for pocket revision due to infection. The physician to open the pocket to remove damaged tissue and to introduce the device into a special bag coated with antibiotic. The patient condition was stable.